Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, power loss alarms, or low battery alarms noted during testing. No unexpected pump error 54 alarms during testing however, the formatted history file confirmed pump error 54. Unable to determine the root cause per research & development. Problem isolated to the electronic assembly. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 439 and file ID 16. Unable to determine the root cause per r&d; problem isolated to the electronic assembly. No pump error 3 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for multiple insulin pump error, failed battery and insert battery. Customer¿s blood glucose was 17.0 mmol/l. Customer was unable to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.